Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 350 mg/dl at the time of incident and current blood glucose was 400 mg/dl. The customer¿s blood glucose level was 300 mg/dl and 370 mg/dl. The customer had symptoms such as vomiting. The customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.